Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under sensing. No intervention was performed. Patient condition was unknown.